Event description:
This ra lead was implanted on (B)(6) 2013 and remains implanted at this time. In a call to technical services on 08/14/2018, this lead exhibited oversensing of noise. The following physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).